Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125524. Medical device expiration date: 2023-12-03. Device manufacture date: 2020-12-02. Medical device lot #: 20125582. Medical device expiration date: 2023-12-03. Device manufacture date: 2020-12-03. Medical device lot #: 20125583. Medical device expiration date: 2023-12-04. Device manufacture date: 2020-12-03. Investigation summary: eight 20039e7d samples were received in open packaging for investigation; six samples from lot 20125524, one sample from 20125582 and one sample from lot 20125583. No connecting products were returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned samples; the piston of one of the returned samples from lot 20125524 was initially closed when connected to a retained 50ml bd plastipak syringe from stock, however after applying pressure to the syringe, the piston opened and no further occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125524, 20125582 and 20125583 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues the following: depress the syringe plunger while the syringe is still attached to the needle free connector. If unable to depress the plunger, pull back on the syringe plunger and depress the syringe plunger again. Repeating this step may assist in opening the needle-free connector valve. Following the investigation into occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of flourosilicone is injected into each smartsite; therefore reports of this nature should be reduced in future. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7d product in the past 12 months.

Event description:
It was reported that 6 smallbore 6 inch ext vlv, 7 day sets from lot 20125524, 1 from lot 20125582, and 1 from lot 20125583 were blocked/occluded during the flush. The following information was provided by the initial reporter: "unable to flush."